Event description:
The bone holding forceps handle broke during operation. This is 1 of 1 report is for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection of the holding forceps found that one handle broke off. The manufacturing documents do show conformity to the specifications. The microscopic view of the broken surfaces does not show any anomalies. The investigation was unable to determine the reason for the breakage. It is possible too much applied mechanical force well beyond its calculated design during use caused the breakages. The investigation determined this complaint to be invalid.